Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was not working. Upon functional testing, the fse found that the footswitch connector was loose contact, and the screw was broken. To resolve the reported issue, the fse replaced the d-sub pin sets. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.